Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be reopened.

Event description:
On november 29, 2023, a merit employee conducted a cer literature search for the aero stent product family. The study (see citation below) alleges that the stents have caused pulmonary arterial injury, bleeding, tracheal mucosa laceration, pneumothorax, residual stent debris, and stenosis. Study: (B)(6). Anesthetic management of tracheal stent extraction using a double gum elastic bougie technique. Ja clin rep. Feb 3 2022;8(1):9. Doi:10.1186/s40981-022-00500-z.